Event description:
It was reported that the customer had a partial display on their insulin pump. The customer's blood glucose level was 142 mg/dl. Troubleshooting was performed and it was advised that the insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked display glass, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.